Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient filled his insulin cartridge to 140 units and didn't return the piston rod. Therefore, the patient was not receiving insulin. The patient's blood glucose level was 600 mg/dl at the hospital. The patient was treated with "rapid insulin and infusion." It is unknown how long the patient was hospitalized. The infusion device is not expected to be returned for product evaluation.